Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer saw a piece of septum material in the syringe. Reportedly, this occurred for the past few weeks. The customer's blood glucose level was 180 (mg/dl).